Event description:
International customer reported that the device collapsed and ceased to drain. The surgeon reports that the device was incorrectly connected to the reservoir and the reservoir had too high a vacuum for the device. No further info was provided.

Manufacturer narrative:
Customer reports that the collapse was due to an improper connection of the device to a reservoir generating excessive negative pressure. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods released criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.